Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is capsular contracture, baker grade unknown.

Event description:
Health professional reported the patient had a previous capsular contracture, baker grade unknown on an unspecified side. Device has been explanted.